Manufacturer narrative:
Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter separated from the winged inserter. The catheter was not found on the bed or floor, and was not confirmed to be in the pt's body with an x-ray and ultrasound.